Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when shuttling the sutures.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak tail end of the black and white shuttle suture broke off as the surgeon was setting the anchor. The anchor stayed implanted in the patient, but the surgeon could not complete the shuttling process. This was discovered during a glenoid labral repair procedure on (B)(6) 2023. Additional information received on 8/25/2023: the case was completed by removing all the broken fragments and using additional ar-3638 knotless fibertak. There was a thirty-second delay in the procedure, the patient was not harmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.